Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead had dislodged. A pericardial effusion occurred from the ra lead perforating the cardiac tissue, then causing a tamponade. A thoracotomy was performed and the ra lead extraction was planned for a later date. The patient experienced a decrease in blood pressure. No further patient complications have been reported as a result of this event.